Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was lost in transit and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA). 2. Section h. Box 3. Reason for non-evaluation. 3. Section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a dialysis arteriovenous fistula (avf) using an indigo system separator d (sepd) and an indigo system catd aspiration catheter (catd). It was noted that there was some stenosis in the fistula. During the procedure, the physician completed two passes using the sepd and catd. While advancing the sepd into the catd for either the third or fourth pass, it was noticed under x-ray that the atraumatic tip of the sepd broke off. Therefore, the broken atraumatic tip of the sepd was aspirated out using the catd. The procedure was completed by one additional pass using the same catd. There was no report of an adverse effect to the patient.